Event description:
Pt status post plate and screw implantation, returned for six (6) month post op visit and an x-ray showed the inferior screw backed out of the plate approximately 3 mm from the bottom of the construct. Surgeon is not planning to revise the pt and will monitor the pt.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Subject device has not been explanted. Synthes is unable to provide the MFR, PMA/510k #, and/or the date of MFR without a part or lot#. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot # was provided.